Event description:
It is reported that the device was implanted in 2007, and that the pt was revised in 2008 due to pt pain, instability, and 20 degrees of hyperextension. Once the knee was exposed in the or, it was determined that the femoral hinge was broken in half at the threads for the hinge post extension. The articular surface was removed followed by the removal of the femoral component. When the femoral component was removed, the 16mm x 155mm nexgen stem extension that was attached to the femur remained in the femoral canal. After repeated attempts to remove the stem extension from the femur,the surgeon decided to leave to stem extension in the canal and fixate a new rhk femoral component to it.

Manufacturer narrative:
Evaluation summary: it was reported that a revision of a rotating hinge knee system occurred due to pain, instability, and 20 degrees of hyperextension. The devices were implanted for 1.5 years at time of revision, reportedly, the hinge post was fractured in half at the threads for the hinge post extension, which likely contributed to the excessive hyperextension since the stability in full extension relies upon the hinge post extension being held in place by the hinge post. The failure mode cannot be conclusively identified as the probable cause without return of the parts. Without return of the parts for evaluation, the cause of the hinge post fracture cannot be determined. Evaluation codes: method and results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.